Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead implanted: (B)(6) 2014; 407652 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a suspected lead fracture. It was further reported that there was an increase and pacing threshold. The lead was explanted and replaced. On visual inspection, an area of the coil appeared crushed. No patient complications have been reported as a result of this event.